Event description:
Mps reported arm is dropping in haptics. Mps reported arm drops and software turns red when surgeon tries to enter haptics. All presurgery checks are passing. Surgeon is requesting visit. Already spoke to fse. Requested logs. Surgery was completed robotically.

Manufacturer narrative:
Reported event: mps reported arm is dropping in haptics. Mps reported arm drops and software turns red when surgeon tries to enter haptics. All presurgery checks are passing. Surgeon is requesting visit. Already spoke to fse. Requested logs. Surgery was completed robotically. Method & results product evaluation and results: per wo: tightened all screws on camera mount, tightened ball grip and verified camera is tight and holds position. Cleaned all fiber connections. Observed friction test values on j2, j4 & j5 were far from nominal. Adjusted j2, j5 cables and j4 stage 2 cables to bring joint closer to nominal. Observed arm accuracy is off. Kin cal¿d both sides and no additional actions were warranted. Completed all testing and verification¿s on robot clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that on 04/19/10 1 device was inspected and 1 device was placed on: npr. A review of the data revealed that the non-conformances are not related to the failure alleged in this complaint. Complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob095 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm is dropping in haptics. Mps reported arm drops and software turns red when surgeon tries to enter haptics. All presurgery checks are passing. Surgeon is requesting visit. Already spoke to fse. Requested logs. Surgery was completed robotically.